Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be presumed. However, it was surmised that no image occurred due to communication failure caused by cable failure. Cause of cable failure could not be presumed. The event can be [detected/prevented] by following the instructions for use which state:  never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer reported allegation was confirmed. The device evaluation found the image was noisy without image due to defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that image was unstable while using camera head and had pressure creases on the camera cable. The issue was found during maintenance of the device. There was no procedure involved. The patient was not under anesthesia. There was no reports on patient harm.